Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information: it was unknown when the issue occurred. The issue was found during the central processing after the procedure. When the instrument was used in the last procedure, the instrument was inspected prior to use with no abnormality. It was unknown if the instrument collided with any other instrument or tool. There was no loss of cautery associated with the broken conductor wire, and no arcing was noted during the procedure. The procedure was completed robotically with no patient injury. There was no procedure delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation. Visual inspection found the wire exposed. The instrument passed electric continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional and released energy normally. The probable root cause of the damage to the conductor¿s wire insulation is attributed to a component failure. This complaint is considered a reportable event due to the following conclusion: it was reported that the maryland bipolar forceps instrument had conductor wire damage during a procedure. Furthermore, failure analysis confirmed the customer report issue and found the returned instrument to have damage to the conductor wire¿s insulation. A damage at or near conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the customer reported that the conductor wire insulation of the maryland bipolar forceps (mbf) instrument was damaged. There was no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the returned product. However, no additional information was provided.